Event description:
It was reported the stimulator was not charged at the time of implant. When the patient went to charge the device the recharge antenna caused a burn with blisters near the incision site. The reporter also stated the staples were removed from the device pocket site too soon, which resulted in the pocket site splitting open. Afterwards the reporter stated the patient developed a staphylococcus aureus infection. The patient's health care professional (hcp) stated following the implant the patient did "well" for 4-5 days, but then had swelling and pain. The patient had drainage of fluid and a low-grade fever and was admitted to the emergency room. The hcp was notified of these events about 3 weeks after the device was implanted. Two days later the patient complained of fever and pain and the incision site. The hcp reported around this time the patient called in for a "wound vac," which was performed when a wound was badly infected. The patient ended up with scar tissue surrounding the lead and pocket site, and the patient had difficulties moving due to the build up of scar tissue. The patient did experience some pain relief from the device though when she was able to get it working. The patient had 2 device systems and it is unclear which system the event pertains to, so a report has been filed on both. See MFR report # 3004209178-2012-00595 for the other report.

Manufacturer narrative:
Lead model 3777-60, serial # (B)(4), implanted: (B)(6) 2007; lead model 3777-60, serial # (B)(4), implanted: (B)(6) 2007; lead model 3777-45, serial # (B)(4), implanted: (B)(6) 2007; lead model 3777-45, serial # (B)(4), implanted: (B)(6) 2007; recharger model 37752, serial # (B)(4); programmer model 37742, serial # (B)(4).